Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7070179. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7070228. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7071277. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7070343.

Event description:
It was reported that the patient experienced serous drainage from the implantable pulse generator (ipg) site for some time. The patient underwent a revision procedure in which the ipg pocket was opened and pustulous drainage was identified around the ipg. The physician decided to explant the ipg and four leads as a precaution. The patient was hospitalized for two days and given intravenous (IV) antibiotics. Cultures were taken but the results are unknown. The patient is doing well post operatively. The devices were not returned for analysis as they were retained by the facility.

Manufacturer narrative:
Correction to field b3: date of event additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced serous drainage from the implantable pulse generator (ipg) site for some time. The patient underwent a revision procedure in which the ipg pocket was opened and pustulous drainage was identified around the ipg. The physician decided to expalnt the ipg and four leads as a precaution. The patient was hospitalized for two days and given intravenous (IV) antibiotics. Cultures were taken but the results are unknown. The patient is doing well post operatively. The devices were not returned for analysis as they were retained by the facility.